Manufacturer narrative:
The device had no button error alarm noted, however, the insulin pump had intermittent button response due to moisture damage keypad traces. The device had no scrolling numbers display anomaly noted and was received with a minor scratched display window and a cracked reservoir tube lip note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer's parent reported via phone call that the insulin pump had button error alarm and keypad anomaly. The blood glucose at the time of the incident was 69 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.